Event description:
It was reported that during a laparoscopic low anterior resection procedure, the distal staple line of the rectum was open and it was difficult to see if the staples had a proper b-shape. The procedure was converted to open, and they made a pfannensteil incision to solve the problem and make the anastomosis. The procedure was prolonged by 60 mins.